Event description:
It was reported that when the lasso nav eco catheter was connected to the c3 piu, 60-cycle noise appeared. They exchanged the catheter cable with no resolution. The cas believed that the adaptor cable was faulty. As the customer doesn't have a spare to exchange it, they switched the lasso nav eco for a standard lasso nav catheter and cable and the issue was resolved. Additional information was received from the customer stating that all bs ecgs and all ic (intracardial) signals were lost in all the channels on both carto and ep recording systems at the same time. The physician was not able to interpret the signals making this event reportable.

Manufacturer narrative:
(B)(4). It was reported that when the lasso nav eco catheter was connected to the c3 piu, 60-cycle noise appeared. Additional information was received from the customer stating that all bs ecgs and all ic (intracardial) signals were lost in all the channels on both carto and ep recording systems at the same time. The physician was not able to interpret the signals. The returned device was tested for electrical resistance and current leakage and the catheter passed these tests. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be sent once that product analysis is completed. (B)(4) are related to the same incident. (B)(4).